Manufacturer narrative:
The device was not returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a breast biopsy for a mass with one large calcification, when they fired and took post-fire images, they were very far off from the targeted area. They then went from a cc view to the lateral view and continued to miss the targeted area. The case was aborted and the pt was rescheduled for an excisional biopsy. It was noticed that the gray sleeves for both the blue and green cable will not lock into the control module. It was also noted that there was a green cable error at the time. The pt is stable.